Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c5-6 to treat a disc herniation. It was reported that the patient had pseudoarthrosis. 1 year post-op the patient underwent a posterior surgery at c5-6 to implant rods and cables. Following the surgery, it was reported that the patient experienced a potential allergic reaction including whole body swelling, itching, and redness. The patient took benadryl, but it did not relieve the symptoms. The patient took steroids, which did seem to help. The patient is currently experiencing an allergy type reaction near the posterior incision on the neck. The patient had blood work done, but it did not reveal a titanium allergy. No additional complications have been reported.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a n on-conformance to specifications.